Manufacturer narrative:
(B)(4) any additional information provided by the customer will be included in a follow up report. (B)(4). Per third party service center, the service technician was able to duplicate, ¿turbine not running properly¿. The turbine was the original turbine and has never been replaced. The ventilator ran for at least 20 hours with no issues and then when the service technician was doing some testing it would not turn the turbine on to do the leak test. The service technician performed leak test 3 times and could not get the turbine on, the 4th time the turbine kicked on however for the 20 hour burn in test, it ran just fine. The service technician did not feel confident to send this ventilator back out to the end user, so the service technician replaced the turbine and ventilator is now running with no issues the suspect faulty turbine was returned to carefusion failure analysis lab. The component is currently being evaluated. Results of investigation will be included in a follow up report.

Event description:
The customer reported lap top ventilator 1150 was resetting and turbine not running properly. When they were trying to use the ventilator the turbine was intermittently working. Upon further investigation, the customer confirmed no patient involvement so no allegation of patient injury or harm was reported.